Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance measurements, no sensing properly, and loss of capture. A revision procedure was performed and the rv lead was found to be fractured. The physician opted to replace and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited low impedance measurements, no sensing properly, and loss of capture. A revision procedure was performed and the rv lead was found to be fractured. The physician opted to replace and the rv lead was surgically abandoned. No additional adverse patient effects were reported.